Manufacturer narrative:
Insulin pump received with no button response at up and down arrow keypads due to corroded keypad traces. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone that the buttons were not working. Customer¿s blood glucose was 282 mg/dl at the time of incident. Customer stated that the time was advancing. The insulin pump will be returned for analysis.